Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that he changed 5-6 times to new sets, sites and reservoir and still getting no delivery alarm. Customer's blood glucose was 107 mg/dl. Customer declined to troubleshoot and stated he was convinced that it was the insulin pump that was causing the problem. Advised the customer the insulin pump would be replaced. No further information provided.